Event description:
Pt underwent successful endovascular repair of aaa using the trivascular ovation prime abdominal stent graft system on (B)(6) 2012 and was discharged from the hospital on (B)(6) 2012 following a review of the post-operative imaging obtained on (B)(6) 2012. According to the post-operative imaging review by the implanting physician prior to pt discharge, the endovascular repair of the pt's aaa using the ovation prime abdominal stent graft system was successfully completed on (B)(6) 2013, with no adverse pt sequelae. The pt did not return for the 1-month or 6-month routine f/u visits. On (B)(6) 2013, the implanting physician was notified by the pt's primary care physician that the pt had been found dead in his home on (B)(6), 2013 of unk causes.